Event description:
This ra lead was implanted on (B)(6) 2010. A call to patient services on (B)(6) 2011 from patient states that his ra lead became dislodged immediately following implant. They couldn't qet a readinq the next day. Lead was relocated the next. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).